Event description:
It was reported that the lead exhibited loss of capture in all configurations. The lead remained implanted and would be continuously monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.